Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a dreamstation auto CPAP device's sound abatement foam. The reporter alleged of having nose irritation, respiratory tract irritation. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
In this report during the evaluation of the device at the third-party service center, the device was visually inspected, and no visible foam were observed. The device was scrapped. Evaluation found error code. The following correction has been updated in this report. Section "product UDI" in box d has been updated/corrected. Section "reporter country" in box e has been updated/corrected. Section "report source" in box g has been updated/corrected. Section "evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid" box h has been updated/corrected.